Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the novation anterior broach handle has been in the field since 2009. Exactech is aware of 8 similar complaint reports involving broken novation anterior broach handles since 2009. Because the novation anterior broach handle is used in total hip surgeries, sales data for femoral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. This novation anterior broach handle was manufactured in 2009. The design of the device has since been updated (B)(4) to replace the pivot pin that is retained with a spiral retaining ring with a pivot rivet that is mechanically deformed. Endurance testing was performed on this mechanically deformed (swaged) design and is documented in (B)(4). Mfg-related issues: exactech is aware of 4 other complaints involving parts from this manufacturing lot of 30 units, which have been in the field since 2009, before the design was updated. This device was manufactured before the design was updated. The device history record was reviewed as part of another complaint for this device, and all parts were accepted with conformance to the device specifications. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this novation anterior broach handle, (B)(4) rev c, was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken device reported was likely the result of wear due to years of normal use, which led to disassembly of the lever pivot pin, the stainless steel retaining ring, the compression spring, and the broach locking pin. The design has been updated to replace the lever pivot pin and stainless steel retaining ring with a lever pivot rivet to improve the robustness of the design. IFU 700-096-181: instrument inspection : visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The left a+ broach handle broke. The holding pin fell out onto the floor. The broken device reported was likely the result of wear due to years of normal use, which led to disassembly of the lever pivot pin, the stainless steel retaining ring, the compression spring, and the broach locking pin. The design has been updated to replace the lever pivot pin and stainless steel retaining ring with a lever pivot rivet to improve the robustness of the design.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrument. The left a+ broach handle broke. The holding pin fell out onto the floor. All pieces were accounted for. Nothing was noted to have fallen into the wound site and ¿no pieces were left in the wound site¿. Only a slight delay with no adverse effect to patient. The patient left the room in stable condition. The devices were returned. The representative was present at the time of surgery. Two attempts were made to request additional information from the rep, but no responses were received.